Manufacturer narrative:
The insulin pump had button error alarm and no up and down button response due to corroded up and down keypad trace. Unable to verify for operating currents test including, low battery, failed battery test, or weak battery alarm due to no up and down button response. No scrolling buttons anomaly or moisture damage inside insulin pump noted. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.